Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information available, no system nonconformity which may have contributed to the customer reported event can be confirmed, and the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flaps obtained were thicker than expected during flap creation procedure. Surgeon noticed in the last surgery days flaps were recurrently being thicker than expected. The difference between programmed flaps and obtained flaps was more than twenty microns. There are multiple related reports for this reported event. This report addresses unknown patient's unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).